Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016 and replaced the ebv valve (evacuation bypass valve), which resolved the reported issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported autofocus and positive control failures on their iq200 elite instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.